Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the hemostatic valve of the sheath was leaking. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. A dissection showed that the hemostatic valve was leaking. In conclusion, the reported issue has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.